Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had suddenly stopped being controlled. It was found that the instrument had a broken cable. The user completed the procedure using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.